Event description:
It was reported that during the implant procedure, an implant attempt of a lead was made, however, was not able to be placed prior to the perforation of a vein was observed. It was further reported that a second lead implant was attempted, however, there were high lead impedance measurements. Both leads were removed and a right ventricular lead was placed. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.